Event description:
After firing a plc75 with a plcr75g reload, the device fired but failed to complete the entire staple line. Another device was used to complete the case and there were no complications with the pt.

Manufacturer narrative:
The plcr75b was returned with a damaged pusher, which did not allow the device to complete a full travel. It is unk what caused the damaged pusher. Evaluation summary: dlu calibrates and fires without issues. There are no abnormalities or damage to the dlu. Reload has damaged pusher, which was not seated properly and was damaged by the shuttle ramp pusher caused the shuttle to stall and resulted in incomplete firing.